Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) level was 508 mg/dl. Customer administered a manual injection to address bg.